Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 600mg/dl due to a kinked cannula. The customer treated with insulin. Customer was advised on proper insertion, taping and calibration techniques. Customer declined further high blood glucose troubleshooting. No further assistance was necessary.